Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had failed plunger position accuracy verification. There was no reported patient involvement.

Event description:
It was reported that the device had failed plunger position accuracy verification. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b22, annex c: c20, annex d: d16. Unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: annex b: b01, annex c: c0201, annex d: d02. Investigation summary: field technician stated issue of plunger position accuracy verification failure was not confirmed. On 15-jul-2024, syr was received unboxed and with paperwork. Unit powers up with errors codes. Internal inspection revealed no loose connections or physical or component damage. Could not duplicate customer failure in op¿s lab. Device to be returned to san diego repair center for processing. No faults found. No repair required by bd san diego repair center. Failure investigation report uploaded to qn in sap.

Event description:
It was reported that the device had failed plunger position accuracy verification. There was no reported patient involvement.

Event description:
It was reported that the device had failed plunger position accuracy verification. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed plunger position accuracy verification. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.